Event description:
It was reported when using the bd pyxis medstation es system unexpectedly stuck on blue screen. The customer added that this malfunction caused delay in retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that med application was not launching. The technical support specialist opened application manually and fixed the issue to resolve. The system functioned as intended after the technical support specialist troubleshooted the device.